Manufacturer narrative:
The device br 16 004 was inspected for investigation purposes. The tests performed confirmed that the device was working as intended. The software displays the registration exam in the trajectory validation screen. The trajectory is planned and checked with mr and mr t2 prior to sending the robot to trajectory.

Event description:
It was reported that during surgery, a software failure was detected. The selected imagery (MRI) was not visible, it was replaced by another imagery type (ctscan). A surgical delay of less than 30 minutes was reported.